Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not return for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter got stuck in stent. The target lesion was located in the right coronary artery. An opticross 6 edfu imaging catheter was used for diagnosis. During a percutaneous coronary intervention, an unknown coronary stent was delivered into a right coronary artery, then the opticross was delivered over a 0.014 coronary guidewire. Upon completion of imaging, the physician attempt to remove the catheter from the coronary artery. The catheter became snag while withdrawing the catheter in the unknown coronary stent that was previously deployed in the artery. The physician was concern about the catheter might have misshaped or bent at distal end of the unknown coronary stent. The catheter was lightly pushed forward, was torque and then safely removed from the patient. The physician post dilated the unknown stent in the area where the catheter had stuck and finished the procedure with this device. There were no patient complications reported and the patient's status was fine.